Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse reviewed the system logs and confirmed error 319 pointing to node inside of universal surgical manipulator arm 4 (usm4). Fse also identified physical damage to the surgeon console headrest foam due to wear and tear. The fse replaced the usm and headrest foam to resolve the issue. The headrest foam is a field scrap item and will not be returning to isi for further investigation. Following this, the system was further tested and verified as ready for use. The usm unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using (B)(4) matching the documented event details. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal w/ lymphadenectomy prostatectomy surgical procedure, the system displayed error code 319 on universal side manipulator (usm) arm #4. Live logs were not available during the call. Technical support engineer (tse) had the robotics coordinator (roco) email the pop-up logs and they show error 319 on armnet #4. The staff disabled arm #4 and completed the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The reported failure (error 319) was confirmed and replicated. The usm was tested on an in-house system and failed normal mode as it triggered 319 errors. The unit also failed the fiber test on the testing platform. The clockspring fiber cable was swapped with a new one and the error no longer occurred. The original clockspring fiber cable was reinstalled and the errors returned. The unit went through testing with a new clockspring cable and passed all tests that were performed. The clockspring assembly will be replaced as the fix to the reported failure.

Event description:
Refer to h10/h11 for follow-up information.